Event description:
It is reported that the device was implanted in 1999. Approximately 7.5 years post-op, the device was explanted in 2006. Reason for revision is unknown.

Manufacturer narrative:
Evaluation summary: insert interface shows signs of rotation and material removal. It is not obvious if caused by a third party material. Cause cannot be definitively determined. Evaluation codes: 100-68 insert exhibits pitting to the condyles and rotational striations on the inferior side. Device history records indicate manufacture to specification.